Event description:
Deflation resulting in explantation.

Manufacturer narrative:
Evaluation summary was removed. The evaluation summary is as follows: explant analysis showed silicone debris in the posterior valve channel, affecting seal of the valve and causing a leak.

Manufacturer narrative:
3011491947-2018-00034 evaluation summary.

Event description:
Deflation resulting in explantation.